Event description:
Related manufacturer reference number: 2017865-2022-50366. It was reported that during a routine follow up visit, it was noted that the right atrial (ra) lead threshold had gone up and the sensing had dropped. The right ventricular (rv) lead sensing had also dropped. The rv lead was attempted to be repositioned, but the helix would not extend after retracting. Both leads were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead with stylet inserted was returned in one piece. The helix was returned retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, helix could be extended and retracted. The helix extension length was measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event o helix mechanism issue was isolated to the helix being clogged with blood/tissue.